Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in early 2008 and was revised in early 2009, due to the locking mechanism in the center of the knee fracturing along with the locking pin.